Event description:
A physician used an asahi soft wire and another brand rotablator. One was placed in the circumflex and the other in the lad. While using the rotablator, the physician adjusted the rpm's on the burr and hit the asahi wire breaking off the tip. This was noted upon retrieval of the wire from the patient. A snare was used to retrieve the tip from the patient. There were no reports of patient injury.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.